Manufacturer narrative:
The following field was updated: b5. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information from the user facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation attributed the cause to a failure in the electrical component (circuit board). Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the user facility. The procedure was completed without delay using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user allegation was confirmed and determined to be caused by a faulty board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was no image on the high definition lcd monitor during the receipt inspection. The circle was pressed in an attempt to bring up the menu but there was no response. The display was not working. There were no reports of patient harm associated with this event.